Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one handle. Visual inspection of the instrument noted that sheared teeth on the firing rack at site of initial firing post clamp up. The instrument was successfully loaded with an loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in a jejunostomy procedure, the reload¿s shaft was broken, the locker was combined with the new body, yet it would not fire. They replaced the whole cartridge and body to complete the case and resolved the issue. The patient was alive with no injury.